Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implant duration of about 34 months, pacing inhibition accompanied by oversensing on this right ventricular lead were reported. No fracture could be seen via x-ray. A new rv lead was going to be implanted but the vein was occluded, thus a new device and lead were implanted while the old lead and device remained in and programmed to vvi. No adverse pt side effects have been reported.